Manufacturer narrative:
Continuation of d10: product ID tm90t0, serial# (B)(6), product type accessory section d information references the main component of the system. Other relevant device(s) are: product ID: tm90t0, serial/lot #: (B)(6), ubd: 02-apr-2020, UDI#: (B)(4), h3. Analysis of the communicator found that the micro usb charge port was loose and rattling. The communicator failed the battery charging bench test. The communicator failed due to the micro usb port/hub was visually damaged with the micro usb port bracket broken and burnt l3 on the charge board. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer regarding a patient receiving fentanyl and another drug (patient couldn¿t recall the name) via an implanted pump. The indication for pump use was non-malignant pain. The patient reported that the communicator was not charging, and they hadn¿t had a bolus since saturday. The patient confirmed that they had tried other outlets, and the battery indicator light was not solid green. The patient also confirmed the communicator had not gotten wet or been dropped. A replacement communicator was request from the repair department. No patient injury reported.